Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and haemotronic showed a slice in the yellow tubing, confirmed by leak test at baxter. The root cause could not be conclusively determined due to the insufficient information available. According to haemotronic's investigation report, the device history file review conducted and no issues were found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that during prefilling a leak was noticed in the tubing. There was patient involvement. There was no patient injury or medical intervention reported. No additional information is available.